Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed foreign material inside the pebax on the smart touch unidirectional sf device. The device was inspected on the pebax area, under microscopy, to identify if there was damage on the pebax, that caused the foreign material inside the pebax. A hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device number 30673621l, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish brown material inside and internal parts exposed. The finding was identified on (B)(6) 2022. It was initially reported by the customer that during the procedure they received high force readings (80 grams) on the carto 3 system when rf energy was applied to the smarttouch catheter. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. No patient consequences were reported. High force is not MDR-reportable. Hole in the pebax is MDR-reportable.